Event description:
During laparoscopic hysterectomy a v-care uterine manipulator was placed in the uterine cavity. During the procedure the device was manipulated with movement by the surgeon. The device did keep the uterus intact until the end of the case. All pieces were retrieved after the vcare fell apart near the end of the surgical procedure. No pieces were found to be broken off or splintered.